Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient came into the hospital and it was possible to see the electrode outside the device pocket. A perforation was noted as well as a system infection. The electrode was explanted and disposed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient came into the hospital and it was possible to see the electrode outside the device pocket. A perforation was noted as well as a system infection. The electrode was explanted and disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device model, serial number, expiration date, unique identifier, implant, and explant date.

Manufacturer narrative:
This report is being filed to correct the describe event or problem field and patient codes.

Event description:
It was reported that the patient came into the hospital and it was possible to see the electrode outside the device pocket. An erosion of the electrode was noted as well as a system infection. The electrode was explanted and disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the implant and explant date and correct the outcomes attributed to adverse event.

Event description:
It was reported that the patient came into the hospital and it was possible to see the electrode outside the device pocket. A perforation was noted as well as a system infection. The electrode was explanted and disposed. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that the patient came into the hospital and it was possible to see the electrode outside the device pocket. An erosion of the electrode was noted as well as a system infection. The electrode was explanted and disposed. No additional adverse patient effects were reported.